Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.19 inches from the nail head causing corrosion, insufficient batteries and data loss. Without the device data the cause of the reported communication error could not be determined and it cannot be confirmed whether the internal tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.